Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine battery replacement, the cardiosave intra-aortic balloon pump (iabp) unit stated ¿power-up test fails code #8 ¿ battery replacement required bay #2¿. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced battery. A completed routine maintenance was completed.